Event description:
It was reported that the implant anchor was deformed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were selected for use. During preparation of the wds, there was difficulty pulling the device during the flushing process. There was also resistance felt when deploying the wds. The physician noted it did not feel smooth. The closure device was deployed into the laa and was noted to have popped out from the laa position. The closure device was recaptured with no issue and removed from the patient. After examination outside of the patient, it was found that there was a deformed anchor. There was no injury to the valves or patient vasculature due to the damage anchor. Due to the complexity of the laa anatomy, a non-boston scientific (bsc) device was used as replacement to complete the procedure. The patient condition following procedure was stable.

Manufacturer narrative:
Device evaluated by MFR.: a watchman delivery system (wds) with the implant partially deployed was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed numerous kinks and buckling in the sheath. Microscopic examination found the silicone valve to be damaged. There was tip damage as the tri-cuts were flared, and there were abrasions within the sheath tip. The implant had anchor damage. Product analysis confirmed the reported event of difficulty flushing as the device was difficult to flush and damage to the valve was observed during analysis, which could have contributed to difficulty with the flushing of the device. Product analysis confirmed the reported anchor damage as the anchors were damaged. Product analysis could not confirm the difficulty deploying as clinical circumstances could not be replicated; however, the observed damage from use likely contributed to the device issue.

Event description:
It was reported that the implant anchor was deformed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were selected for use. During preparation of the wds, there was difficulty pulling the device during the flushing process. There was also resistance felt when deploying the wds. The physician noted it did not feel smooth. The closure device was deployed into the laa and was noted to have popped out from the laa position. The closure device was recaptured with no issue and removed from the patient. After examination outside of the patient, it was found that there was a deformed anchor. There was no injury to the valves or patient vasculature due to the damage anchor. Due to the complexity of the laa anatomy, a non-boston scientific (bsc) device was used as replacement to complete the procedure. The patient condition following procedure was stable.